Event description:
It was reported that an incidence of vertical gas breakthrough occurred in the patient's right eye. Surgeon did not lift the flap and abandoned treatment. Patient is being rescheduled for treatment in one month. No surgery performed on left eye. No further information was provided. Programmed flap depth 100microns ; flap diameter 9.0mm patient refraction right eye -4.50 -1.00 @90 left eye -4.50 -0.50@95.

Manufacturer narrative:
Exact date of birth is unknown, but patient's age was provided as (B)(6) years old. Pt info: information unknown/ not provided. Per regulation (B)(6) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Phone number: (B)(6). Health effect - medical device problem code: (B)(4). Device evaluation: field service engineer ( fse ) went on site and a gel was cut and was measured within specification. A preventative maintenance (pm) was performed and no issues were identified. All measurements and calibrations were within j&j vision specification. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.